Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and there were no observations found related to the customer complaint. A final functional test was performed and passed with no deficiency. A receiver download was performed and contained no issues related to the complaint. The receiver passed a pairing test that showed the trend arrows were observed on display. The reported customer complaint could not be reproduced with the receiver and the complaint could not be confirmed. The root cause could not be determined post investigation.